Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
At the time of the incident, the customer cleaned the collet and performed splld verification. Instrument tested without problems and was put back into service. An ocd field service engineer was dispatched following the report of the incident to inspect the instrument. The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.